Event description:
The patient experienced new, severe right foot pain after implantation of a percutaneous trial neurostimulation lead. The lead was not yet hooked up to an external neurostimulator. The patient was admitted to the hospital. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.